Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050846. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. However, based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: the patient underwent enhanced chest angiography in the CT room at 10:40 on 2020-06-28. During the high-pressure injection of drugs, the rubber plug of the indwelling needle appeared to fall off, it caused leakage of the drug solution. The needle was replaced without adverse consequences to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: the patient underwent enhanced chest angiography in the CT room at 10:40 on (B)(6) 2020. During the high-pressure injection of drugs, the rubber plug of the indwelling needle appeared to fall off, it caused leakage of the drug solution. The needle was replaced without adverse consequences to the patient.